Event description:
It was reported that during a vns replacement surgery high impedance was occurring with the replacement generator. The existing vns was able to be interrogated in pre-op. It was reported lead pin re-insertion was attempted several times but there was still high impedance. During the attempts to re-insert the pin, the setscrew became stripped and the septum plug came out (reported in MFR report# 1644487-2018-01450). A different generator was used to complete the surgery. Diagnostics with the new device were within normal limits. Additional relevant information has not been received to-date. The generator that was opened but not used has been received by the manufacturer where analysis is underway, but has not been completed to-date.

Event description:
Further follow-up from the company representative provided that the surgeon was repeatedly not matching the lead pins correctly and as a result of repeatedly re-inserting the leads and backing out the setscrew, a septum plug came out. She advised him that it could be placed back in, but the physician claimed the device was defective and wanted to use another. The device was received by the manufacturer and analysis was completed. There were no dimensional issues with either the generator header septum cavity, or the septum itself, which would have contributed to the septum dislodgement during an attempted implant procedure. However damage to the septa is observed as a result of backing off the setscrew too far. The pulse generator diagnostics were as expected for the programmed parameters. Electrical evaluation showed that the pulse generator performed according to functional specifications. The battery measured 2.939 volts and is not in a depleted condition. The downloaded data revealed that 1.115% of the battery had been consumed. There were no performance or any other type of adverse conditions found with the pulse generator. Programming history was reviewed for the generator. There were no diagnostics tests in the history indicating diagnostics testing had never been performed on the device in surgery. The lead impedance status from interrogation data showed ¿high¿ providing evidence the high impedance warning was the result of a stored value from manufacturing, and was not representative of high impedance with the generator connected to the lead, or a device failure.